Manufacturer narrative:
The indication for the index procedure was stable angina/ECG stress test. The pt was reported to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was not provided. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, 3.5 mm vessel diameter, 60 mm length, a 60% stenosis, irregular, heavily calcified, and type b1. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 18 atm. A cypher select plus 3.5 x 28mm stent was implanted at 14 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. At the one and six-month follow-ups, the pt was reported to be asymptomatic and was continuing his medical regimen. Please note that device (lot# 13243333) is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. A report received from the study indicated that a pt experienced distal embolization or plaque shift during a procedure to implant a coronary artery stent. The patient's history is significant for prior pci to unknown lesion, family history of coronary artery disease, hypertension and hyperlipidemia. The indication for the procedure was stable angina pectoris with a positive stress test. The intent was to treat one lesion of three-vessel disease. Medications administered for the procedure were aspirin, plavix, integrellin and unfractionated heparin. It is not clear when the integrellin infusion was started, the site indicates it was started either during or after the procedure. The act is unknown. The target lesion was in the mid right coronary artery (rca). The lesion was described as de novo, 60% stenosed and heavily calcified. The lesion was pre-dilated with a 2.0 mm x 12 mm balloon at 18 atms followed by the deployment of a 3.5 mm x 38mm cypher select plus stent at 14 atms. The stent was satisfactorily deployed and did not require post-dilation. At some point during the procedure "distal embolization of thrombus and/or plaque material" was observed. The event was treated with thrombectomy, a bolus of integrellin and poba. The procedure was completed without further sequel and the pt was discharged the following day. The device remains implanted and is not available for inspection. A device history review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The distal embolization of thrombus and/or plaque material is a known potential adverse event associated with implanting a coronary artery stent. Adequate anticoagulation therapy is integral while performing coronary interventions. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Review of the available info suggests that the inherent risk of the act of angioplasty and possible pharmacological factors may have contributed to the event. Please note that this is the initial/final report for this product.

Event description:
The report received from the study indicated that during the index procedure, the pt experienced a plaque shift/distal embolization of the (right) posterior descending coronary artery. The embolization was treated by thrombectomy, two (2) boluses of integrilin and angioplasty using a maverick2 balloon at 2 atm. The pt was discharged the day after the procedure.